Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection with drainage at the pocket site when she had a fall during the healing process and bump the site. X-ray was taken and showed lead migration. The patient underwent an explant procedure and was placed on antibiotics. The physician believed that it was not device related infection or to any contaminated product. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial/lot#: (B)(4), description: avista MRI perc lead kit, 56cm. Model#: sc-4319, serial/lot#: (B)(4), description: clik x MRI anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection with drainage at the pocket site when she had a fall during the healing process and bump the site. X-ray was taken and showed lead migration. The patient underwent an explant procedure and was placed on antibiotics. The physician believed that it was not device related infection or to any contaminated product. No device malfunction was suspected.